Event description:
It was reported by the customer that a pyxis medstation es system was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A field service engineer changed command sled, checked settings and confirmed no device problem found. The system functioned as intended after the field service engineer troubleshot the device.